Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4). Analysis of the lead (s/n: (B)(4)) found that the device was found with broken conductors, the connector end was stuck in the implantable neurostimulator (ins) 0-7 port, and the connector sleeve was corroded. Fdc pertains to the lead (s/n: (B)(4)). Fdm and fdr pertain to the lead (s/n: (B)(4)).

Event description:
The consumer reported that they had issues with the implant which included a burning sensation. The patient was scheduled for a possible revision/surgery on (B)(6) 2015 where they may be cleaning the lines attached to the battery. The patient had tests done on the day prior to the report for bloodwork for the upcoming surgery and an EKG. It was reported that stimulation stopped prior to the tests. The patient noted that the implantable neurostimulator (ins) was off. The patient was walked through turning the ins on and adjusting amplitude but they were still not able to feel stimulation. The patient only had 1 group and tried adjusting all the programs. There was a report that the patient was reprogrammed recently by the manufacturer representative. Relevant medical history includes spinal pain.

Manufacturer narrative:
Other applicable components are: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: implantable neurostimulator. Additional analysis performed indicated that the lead¿s ((B)(4)) proximal end insulation had degradation that was consistent with metal ion oxidation. Corrosion of the lead contacts was noted as the cause of the leads being stuck in the ins port. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.